Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this newly implanted pacemaker and right ventricular (rv) lead triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement of 2,219 ohms. It was noted that the rv pace impedance measurement was 1,400 ohms at implant. Threshold was 1.4v @ 4ms and increased to 1.7v. There was some noise in unipolar that was not oversensed. Additional information received indicated that an echo was performed and perforation was ruled-out. In addition, x-rays did not show any lead dislodgement. It was noted that the patient stayed in the hospital after the procedure due to a previous unrelated diagnosis of pneumonia and pneumothorax. The cause of the out of range impedances was not determined. However, it was noted that current of injury was significant, and impedance measurements were within normal limits at follow up three days later. This pacemaker and lead remain in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction b1 field adverse event/product problem updated h6 field evaluation conclusion codes updated h10 field additional MFR narrative updated as the verbiage is no longer applicable

Event description:
It was reported that this newly implanted pacemaker and right ventricular (rv) lead triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement of 2,219 ohms. It was noted that the rv pace impedance measurement was 1,400 ohms at implant. Threshold was 1.4v @ 4ms and increased to 1.7v. There was some noise in unipolar that was not oversensed. Additional information received indicated that an echo was performed and perforation was ruled-out. In addition, x-rays did not show any lead dislodgement. It was noted that the patient stayed in the hospital after the procedure due to a previous unrelated diagnosis of pneumonia and pneumothorax. The cause of the out of range impedances was not determined. However, it was noted that current of injury was significant, and impedance measurements were within normal limits at follow up three days later. This pacemaker and lead remain in service at this time. No additional adverse patient effects were reported.